Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been received. The evaluation revealed the long seal was activated and the perforator had partially pierced the bag sheeting. The left wing and push-arm was disconnected from the clampex connector cavity. The wing was also partially detached from the connector at its hinge. If the spring loaded arms are held during activation, it is not possible for the perforator to be pushed forward to pierce the sheeting and it can result in the breakage of the connector arms. The activation technique for this product is therefore important. This has been reviewed with the clinical coordinators for this product and the training material has been updated to ensure the activation technique is clearly understood. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. If any further information becomes available, a follow up report will be submitted upon completion of evaluation. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
A reported to a baxter business representative that the clampex device spike would not pierce the bag when the wings were activated. The hospital pushed the clampex device using a scissors. No patient was involved and no injury or medical intervention were reported. Sample available for evaluation.